Event description:
The patient's lead was replaced. The explanted lead was discarded per hospital policy. No other relevant information has been received to date.

Event description:
It was reported that high impedance was detected on the patient's generator. It was reported that x-rays were ordered by the physician and the physician observed a discontinuity on the proximal portion of the lead. The physician's x-ray review reported that the vns generator was located in the upper left anterior chest wall. X-rays have not been received by the manufacturer for review to date. The physician reported that the patient had not undergone any trauma or manipulation. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
An ap x-ray was received of the patient's generator where a portion of the patient's lead was visible. The location of the generator could not be assessed as the image was solely a zoomed in image of the generator and the placement could not be assessed per the image. The connector pin appears to be fully inserted inside of the connector block per the image as the pin can be seen coming through the connector block. The feedthru wires appear to be intact. Strain relief, the electrodes, or tie-downs were not within the scope of the image and could not be assessed. The lead was routed behind the generator. A possibly discontinuity was observed and the lead appeared to be wrapped / a large portion of the lead was present behind the generator. No further relevant information has been received to date.

Event description:
It was reported that a chest x-ray was performed and demonstrated ""vagus neurostimulator on the left, with one of the 2 leads demonstrating apparent discontinuity in its proximal portion. Further evaluation with apical lordotic view or a frontal oblique view may be useful to confirm these findings and exclude any possibility of superimposition of the leads." X-rays have not been received by the manufacturer for review to date. It was reported that the generator was disabled due to the high impedance. It was also reported that the patient's seizures had exacerbated over the past several months. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.